Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the clip applier instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. No image or video was available for review. The specific type of clip applier instrument, part #, and lot # were not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is considered to be a reportable malfunction due to the following conclusion: it was alleged that a clip applier instrument had unexpected movement. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that, the clip applier instrument had an unexpected movement. There was no report of patient involvement.